Event description:
Thirty five minutes after initiation of therapy, nurse began slow IV push administration of infed 100 mg diluted in 9cc ns. After pt received first 5mg (.5 cc) of infed, pt immediately became unresponsive. Benadryl 25 mg IV and epinephrine 1 mg IV given. Physician notified and came to chair side. Oxygen therapy initiated for dyspnea. Emts called and responded. Pt remained unresponsive at time of transportation to hosp. Pt admitted to hosp -ccu unit. Pt remained baseline 10c that evening and was dialyzed the next day for pulmonary edema. As of today 6/22/95. Pt is on med-surg floor.